Manufacturer narrative:
Additional information received from the health care professional (hcp) indicated that in addition to the high impedance measurements there was also loss of capture (loc). Bi-v trigger was turned off and the patient is only receiving rv pacing. There are no plans for additional intervention unless the patient starts to show symptoms of worsening heart failure. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that approximately 10 months ago, this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high pacing impedance measurements greater than 2,000 ohms in lv tip to rv configuration. The configuration was changed to lv ring to rv. Pacing impedance measurements were now reported to exceed 2,000 ohms in the lv ring to rv configuration. Boston scientific technical services (ts) reviewed the right ventricular (rv) pacing impedance values which appeared to be stable and consistently in range, so it was likely this issue was related to the lv lead. The patient is pacemaker dependent, however rv pacing would not be impacted by this issue. A review of the lv presenting electrogram (egm) noted some noise that was not sensed by the device. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated the pacing impedance measurements continued to be greater than 2,000 ohms in all configurations. The lead was programmed to rv only pacing, but continued to provide bi-ventricular pacing. Boston scientific technical services (ts) discussed turning off bi-ventricular trigger to eliminate lv pacing.